Event description:
Reliatack tacker was difficult to use and deploy tacks. Taken out of use. Replaced with a secure strap 25 tacker. Manufacturer response for reliatack tacker, (brand not provided) (per site reporter).

Event description:
Reliatack tacker was difficult to use and deploy tacks. Taken out of use. Replaced with a secure strap 25 tacker. Manufacturer response for reliatack tacker, (brand not provided) (per site reporter): unknown.